Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station database was bloated; the bloating was resolved, but a repeating error remained in the data sync log. A technical support specialist (tss) attempted to resolve the issue by running a shrink from options to log, but it failed. The database was then decrypted and backed up, after which it was dropped. A full synchronization was performed again successfully, and the station completed the full synchronized. The data synchronization logs were reviewed and showed no errors, and server checks confirmed that uploads and downloads were current. The customer was contacted and confirmed that the issue had already been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error. The customer reported being unable to dispense or reload any medications, stating that the issue occurred every time they attempted these actions. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.